Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a degradation of the fiber tip. Laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light coming from the sma connector, indicating there was a fracture within the fiber connector, therefore, the report allegation was confirmed. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. A device history record was performed, and it indicates the device meet all the manufacturing specifications. According to the instructions for use (IFU), states hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Based on the analysis information, cause traced to component failure was selected as the conclusion code.

Event description:
It was reported that after connecting the fiber during to the console, it did not work. A second fiber was utilized to continue the procedure. The procedure was completed without patient complications. The fiber was returned and analysis identified a fracture at the fiber connector; therefore, meeting reportability based on this.